Event description:
It was reported that the shock lead impedance (sli) of this implantable cardioverter defibrillator (ICD) system was high out-of-range. Technical services (ts) analyzed device data and found that the value was 127 ohms. There was no evidence of lead noise or loss of capture. Ts recommended further monitoring. No adverse patient effects were reported. Currently, this ICD remains in service.